Event description:
It was reported that: active articulation bearing was dislocated due to disassociation. The surgeon did not comment on this patient's factors for the dislocation. The modular head and neck were also replaced in this revision surgery. Patient outcome - revision due to dislocation.

Manufacturer narrative:
Medical product: modular neck r catalog#: 00-7848-024-00; lot#: 64615781. Ve brg 44mm id28mm catalog#: 110031012; lot#: 65099429. Ml taper kinectiv size9 catalog#: 00-7713-009-00; lot#: 64999726. Bone screw 6.5/15mm catalog#: 00-6250-065-15; lot#: 64492555. Bone screw 6.5/20mm catalog#: 00-6250-065-20; lot#: j6958907. G7 osseoti 54mm multi hole f catalog#: 110010265; lot#: 6987132. G7 dm metal liner 44mm f catalog#: 110024464; lot#: 729500. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device yet, however it is indicated by complainant that it will be returned for investigation. The lot number of the device was received. The device history records will be reviewed during investigation. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4). In transit to manufacturer.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. This device is used for treatment. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The following sections were updated: b4, b5, d9, g3, g6, h1, h2, h3, h6, h10. Investigation update, the biolox head was returned for investigation. Metal smearing is visible both on the articulation surface and in the inner surface in contact with the stem taper and it is most likely due to revision surgery. Investigation update does not change the outcome of the investigation: a definitive root cause cannot be established. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.